Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultra meter would not power on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at 7:30am on (B)(6) 2019, when his onetouch ultra meter would not power on. The patient manages his diabetes with oral medication, diet and/ or exercise. The patient did not provide any further information on his diabetes management routine but he alleged that he took no action beyond his normal diabetes management routine in response to the alleged product issue. The patient reported that ¿11 hours and 30 minutes later¿ he developed the symptoms of ¿light headed, slight headache and sweaty¿. In order to treat these alleged symptoms, the patient ¿ate breakfast¿ at 6am on (B)(6). During troubleshooting, the csr verified that based on the information provided there was no product misuse associated with this complaint and this was not the first time the patient had used the subject meter. Replacement products were sent to the patient. This complaint is being reported as the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to the subject meter not powering on.